Manufacturer narrative:
The medwatch report did not identify the serial number of the table in question and to date, it has not been provided by the user facility. Steris has contacted the user facility requesting additional information regarding the reported event and to inspect the table; however, to date, a response has not been provided. A review of service records does not indicate that steris was contacted regarding the reported event prior to receiving the medwatch report. The user facility reported that the table has been returned to service. It is likely that the reported event is attributed to user error as the floor locks may have been unlocked while the patient was on the table. The 3085 sp surgical table operator manual states (1-1), "warning - tipping hazard: do not place patient on the table unless floor locks are engaged. Do not release floor locks while patient is on table." A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported via medwatch report # (B)(4), that during a patient procedure, their 3085 sp surgical table began to tip. The table was stabilized, and the procedure was completed successfully. No report of injury or procedure delay.